Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad trace. No scroll bar/ramping numbers without button press noted. The insulin pump was tested with a test keypad and no frozen display noted. Unit returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's friend reported via phone call that the insulin pump had battery out limit alarm, display anomaly, and keypad anomaly. The blood glucose at the time of the incident was 207 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.